Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (adjust belt messages, check therapy electrode messages) was confirmed. Upon investigation the monitor failed incoming functionality testing and was unable to communicate with electrode belt ECG electrodes or therapy electrodes. The cause for the failure was isolated to the monitor's electrode belt receptacle cable. The cable was detached from the defibrillator pca, which caused the reported alarms. The root cause for the detached cable could not be positively identified. The monitor showed signs of physical abuse. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient was receiving frequent adjust belt messages and check therapy electrode messages.